Event description:
The customer reported that when taking an exposure and released the switch, the system kept beeping. There was no image being produced on the left monitor. This result in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and returned to service.